Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On 11/02/2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The patient alleged the up arrow, down arrow, contrast, and ok buttons were under and over responsive. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/16/2016 with the following findings: during investigation, all the keypad buttons were responsive to user input. The keypad was removed to find no damage to the button contacts or to the keypad flex cable. The pump was opened to find no damage to the keypad connector or the keypad flex cable. The keypad connector latch was secure. The complaint of under and over responsive keypad buttons could not be duplicated. Unrelated to the original complaint, the audio bolus button cover was lifted and the audio bolus button was unresponsive to user input. The audio bolus button cover was removed to find the slug missing from the audio bolus button.